Event description:
A customer reported an image qualilty problem with the hd camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. The reported problem was not confirmed. In addition, the device failed a leak test, caused by a slice on the device cable. A smashed connector tip was also discovered. The investigation is ongoing, and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "the image is not good" occurred due to a communication failure caused by water invasion from cut on cable coating. Additionally, it is likely that phenomenon 2 "cable coating cut" occurred due to handling. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.